Event description:
The customer reported that the live images were grainy and unrecognizable. The live images were unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.